Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon said the clips were firing but falling off duct; some worked. Clips appeared closed. The case was completed using same device. There were no patient consequences reported.